Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick monorail balloon ruptured at 12 atms on the third inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a minimally tortuous 1st diagonal branch of the lad coronary artery. The physician had treated a lesion in the lad coronary artery with rotablator and a penta stent. He then attempted to treat this lesion which was at the ostium of the 1st diagonal coronary artery. The physician approached this lesion through a cell of the lad penta stent to reach the lesion within the diagonal artery. The first inflation was to 6 atms and the second inflation was to 12 atms, but the balloon lost pressure on the third inflation. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'good'.